Event description:
It was reported that the pt experienced increased back pain. It was also noted that one of the pt's leads had migrated which was confirmed via x-ray, and impedance issues were noted upon interrogation. The pt underwent a lead revision.